Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility that the run/safe switch slides freely, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility that the run/safe switch slides freely, presenting a potential for the device to inadvertently be activated. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Degradation of the handswitch due to autoclaving is known to contribute to the event. The handswitch is not a repairable device and will not be returned to the user facility.